Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Provided the information in the event description, the problem has been confirmed to be a use error. Specifically, the patient started therapy without connecting. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) thinks he may have pressed go before connecting, but was not sure. The technical service representative (tsr) explained the set was compromised. The care giver (cg) stated that they would start over with new supplies. The cg stated they would speak to the nurse about this as well. The tsr had the cg cycle the power. No patient injury or medical intervention was indicated at the time of the initial report.